Event description:
According to the reporter, normal protocol was followed with the intubation preparation. After the pt was intubated, a 10cc syringe was attached to the pilot balloon to add air to the cuff. The pilot balloon and about 5 cm of tubing disconnected from the endo tube as if it had been cut. The reporter stated the pt was not harmed from this incident.

Manufacturer narrative:
Results of investigation: the device in question was decontaminated. Microscopic examination revealed that the edges of the sections of the tail were brittle in appearance and jagged. No other anomalies were detected. In order to determine the cause for this appearance, another tail assembly was intentionally broken in two by pulling it apart; subsequent examination showed the same characteristics as the returned device. Comments and corrective actions: based on the examination and testing results, no mfg error has occurred; it is believed that the therapist used force significantly greater than is typically seen in clinical use and pulled the tail apart.